Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer found that drawer 4.1 had failed. The fse reseated the connectors at the rear of the drawer, but one led was still out, indicating no communication with the drawer. The engineer also noticed in the hardware testing application that neither 4.1 nor 4.2 was being detected on the bus. The fse replaced the board on drawer 4.2, then swapped components in sequence the pyxibus cable, the drawer controller, and finally the ribbon cable, which resolved the issue. The hardware testing application was run and passed, and the customer reassigned the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4.1 failed. Unable to recover storage space, tried to remove back panel from machine and pop drawer open but it does not appear to be connected electronically to the system. There was no error message that came up when drawer was open. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.